Manufacturer narrative:
Additional narrative: patient weight is unknown. Additional product code: lxh. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 04, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial transformational posterior atraumatic lumbar spacer (t-pal) surgery on (B)(6) 2016 that while the surgeon was instrumenting at l5-s1 disc levels the t-pal spacer applicator inner shaft instrument tip portion broke when attaching the spacer at the back table. As the technician was loading the lumbar spacer onto the spacer applicator inner shaft, and the tip portion of the instrument broke. Also, the distal portion of the t-pal spacer applicator inner shaft became stuck inside the applicator knob. Another applicator inner shaft and applicator knob instruments were available in the operating room to complete the surgery. No time delay was reported, patient is reported in stable condition, and surgery was completed successfully concomitant devices reported: t-pal spacer applicator knob (part 03.812.004, lot 8513636, quantity 1); t-pal spacer 10mm x 28mm 11mm height (part 08.812.011, lot unknown, quantity 1); t-pal spacer applicator handle (part 03.812.001, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and retained by the returned knob (03.812.004 lot 8513936). The remainder of the device was found to be intact with minimal witness marks concentrated on the distal prongs consistent with wear and tear; these marks would not inhibit device functionality. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and proximal coupling. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Testing has been conducted to evaluate the instrument¿s connection during removal. The test was based on forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be approximately 3kn and in extreme cases reaching 5kn (when too large of trial is inserted). The test produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. Additionally endurance testing (insertion and removal) was completed and no functional failures were observed after 100 cycles. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. No definitive root cause was able to be determined; the failure mode is typically associated with an assembly/use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.